Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 110 mg/dl. The customer reported getting into the swimming pool while connected to the insulin pump. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. No moisture damage was found inside the pump. The pump was received with minor scratches on the display window, a cracked case at the display window corner, and a cracked reservoir tube lip.